Manufacturer narrative:
Unable to determine the cause of the reported facial injuries. Not enough information was provided by the customer. This is only the third complaint reported regarding facial injuries with the use of 1937 gentle touch pillow since (B)(6) 2017.

Event description:
It was reported the hospital has had some facial injuries with the use of the headrest pillows.

Event description:
It was reported the hospital has had some facial injuries with the use of the headrest pillows.